Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery thrice within the past month. The caller stated that she kept changing the customer's insertion site but the alarms recurred. The customer's mother stated that she and the customer had been at a restaurant when he ran out of insulin. They went to change the set, the customer attempted to bolus, but the insulin pump alarmed no delivery. She stated that she believed the issue may have been related to the insulin pump. The caller did not know the customer's blood glucose reading. The call was disconnected prematurely, and a call back to the customer's mother was made unsuccessfully.